Manufacturer narrative:
The ventilator was investigated onsite by our field service engineer (fse) due to failed pressure transducer test in the pre-use check. The air gas module was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. The provided logs show that the monitoring pressure transducer test failed. It failed because the cmh2o pressure deviation was too large. The air and o2 gas modules regulates the inspiratory gas flow and gas mixture. The faulty gas module was sent for further investigation. Visual inspection of the returned part revealed no abnormalities. Then a simulated test over 72 hours didn't reproduce the reported issue. Several puc's was done before and after. Our conclusion is that the device failed to meet its specifications during the reported event. Since the reported issue could not be reproduced at the manufacturer site, it was not possible to confirm any part failure, and thus a definite root cause cannot be established.

Event description:
Manufactures reference ID: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).